Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
A phone call was received concerning the variance that was being observed between inratio inr results and poc inr results. The results were as follows: on (B)(6) 2016: inratio=1.8; poc inr=2.5. On (B)(6) 2016: inratio=1.7; poc inr=2.3. The reported therapeutic range: 2.5-3.5.